Manufacturer narrative:
On 17-dec-2020, after multiple attempts to obtain additional information, mentor became aware that the device received by mentor failure analysis lab will be evaluated as the suspect medical device. The device was reported as the contralateral, left-sided breast implant, and based on the receipt of the device and the absence of clarifying information, the suspect medical device lot-serial numbers, and device manufacture date and expiration date, have been updated to the information of the returned device. If additional information is received, a supplemental report will be submitted as applicable. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation of the suspect medical device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 325cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Healthcare professional had returned a device with lot # 7490484 that corresponds to the patient¿s left-sided device. The left-sided implant currently has no reports of adverse event related to the device. Multiple attempts have been made to obtain additional event information. If additional information is received, a supplemental report will be submitted as applicable. Since the suspect medical device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old asian female patient who underwent a primary breast augmentation with 325cc smooth mentor memorygel breast implant experienced right-sided grade iii capsular contracture post-operatively. The patient experienced some discomfort, and capsular contracture was diagnosed via physical examination. As a result, the patient underwent explantation and replacement with unspecified mentor gel breast implant on (B)(6) 2020.